Event description:
The customer reported that the alarm powers on but has no alarm tone when pressure is off the pad. They tested with new batteries and no visual damage detected. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the unit was tested with two different new batteries. The unit has power but no alarm sounds when pressure switch is released. (B) (4).